Event description:
A customer contacted global technical services (gts) reporting a system error (se) 2240/2367 (air in set) on the home choice (hc) during peritoneal dialysis, dwell 4. The home patient (hp) was connected at the time of the se. The hp stated that she got the se and noticed that the supply bag was disconnected. The hp disconnected themselves and called gts. The technical service representative (tsr) explained how to clear the ses and that the supplies were compromised. The hp would finish manually. The tsr advised the hp to call the registered nurse (rn) in the next 24 hours and let her know what happened. The hp understood the explanations, would go clear the alarms, finish manually, and call the rn. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) and it was reported that the supply bag became disconnected. Line disconnection during therapy is a known cause of system error 2240.